Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, an exact cause of the reported event cannot be determined. The advance capsule endoscope delivery device IFU states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. This device is compatible with an endoscope that has an accessory channel of 2.8 mm or greater. Prior to clinical use, you should familiarize yourself with the advance capsule endoscope delivery device." Steris offered in-service training on the proper use and operation of the advance capsule endoscope delivery device; however, the user facility declined. There have been no other similar complaints for this lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure their advance delivery device did not deploy. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.